Event description:
The patient was having a tonsillectomy when the device was used. After tonsillectomy, bleeding was noted that quickly progressed as control was attempted with suture and clips. The patient required blood transfusion and interventional radiology coiling of a small lingual artery. The patient was intubated in the ICU post-operatively. The equipment used was not identified as a potential factor until after the review was completed.